Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins died in 2016 due to non-compliance with charging. The ins was replaced. The rep reported that they attempted to check impedance pre-operative and there was an ins telemetry failure. The rep reported that impedances were checked during the procedure and 0-7 were within normal limits and 8-15 were out of range. The rep reported that the 0-7 lead demonstrated good coverage bilaterally intra-operative and post-operatively. The issue wasn¿t resolved. No further complications were reported.